Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the recipient underwent a revision surgery due to a migration of the active electrode out of cochlea. However re-insertion was not possible and the device was explanted. This is a final report.

Event description:
The electrode migrated out of the cochlea. It was not possible to reinsert the device into the recipient's cochlea. The device was explanted.

Event description:
According to the surgeon, the implant has completely extruded from the cochlea and is sitting in the mastoid. Re-insertion surgery is scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.